Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], numbness in hands, arms, feet and legs [hypoaesthesia], tingling in hands, arms, feet and legs [paraesthesia], pain in feet and legs [pain in extremity], lightheadedness [dizziness], headaches [headache]. Case description: an attorney reported that their elderly female client, age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive, unspecified total daily use beginning 1990 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in symptoms that include numbness in hands, arms, feet and legs, tingling in hands, arms feet and legs, pain in feet and legs, lightheadedness, and headaches. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.